Event description:
During a routine telephone check, the device showed normal pacing without magnet at 70 ppm with intermittent sensing of single and couplet pvcs. When the magnet was placed over the device, the ECG showed that the patient was in ventri- cular fibrillation. Contact with the patient was lost and 911 was called. The patient was transported to the hospital but never regained consciousness and expired. Diagnostics were easily interrogated from device post-mortem.